Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal - hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced menorrhagia ("her heavy bleeding and having period for over half the month"), furuncle ("boil under my collar bone for year"), anxiety ("anxiety"), painful joints ("pain in my joints I my right hand and foot"), joint swelling ("joint swollen"), abdominal distension ("swollen stomach / swelly belly"), pain in extremity ("foot is in so much pain"), panic attack ("panic attack"), pain sacroiliac ("si joint pain") and skin striae ("strech marks") and was found to have the first episode of weight decreased ("was down about lbs at 2weeks post op/ I dropped from 16 to ten") and the second episode of weight decreased ("was down about 6lbs"). The patient was treated with surgery (full hysterectomy leaving ovaries/e-free today). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, menorrhagia, furuncle, painful joints, joint swelling, abdominal distension, pain in extremity, panic attack, pain sacroiliac, skin striae and the last episode of weight decreased outcome was unknown and the anxiety was resolving. The reporter considered abdominal distension, anxiety, furuncle, joint swelling, medical device removal, menorrhagia, pain in extremity, painful joints, panic attack, skin striae, the first episode of weight decreased, pain sacroiliac and the second episode of weight decreased to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: down about 6lbs, stretch marks. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal - hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced menorrhagia ("her heavy bleeding and having period for over half the month"), furuncle ("boil under my collar bone for year"), anxiety ("anxiety"), arthralgia ("pain in my joints I my right hand and foot"), joint swelling ("joint swollen"), abdominal distension ("swollen stomach / swelly belly"), pain in extremity ("foot is in so much pain") and panic attack ("panic attack") and was found to have weight increased ("was down about lbs at 2weeks post op"). The patient was treated with surgery (full hysterectomy leaving ovaries/e-free today). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, menorrhagia, furuncle, arthralgia, joint swelling, abdominal distension, pain in extremity, panic attack and weight increased outcome was unknown and the anxiety was resolving. The reporter considered abdominal distension, anxiety, arthralgia, furuncle, joint swelling, medical device removal, menorrhagia, pain in extremity, panic attack and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal.her heavy bleeding and having period for over half the month, she have one under her skin by collar bone for year boil, anxiety. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 3 and 4 processed together..events: joint pain, swollen belly, foot pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal - hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("her heavy bleeding and having period for over half the month"), furuncle ("boil under my collar bone for year") and anxiety ("anxiety"). The patient was treated with surgery (full hysterectomy leaving ovaries/e-free today). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, menorrhagia and furuncle outcome was unknown and the anxiety was resolving. The reporter considered anxiety, furuncle, medical device removal and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal.her heavy bleeding and having period for over half the month, she have one under her skin by collar bone for year boil, anxiety. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.eevnt: anxiety were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal - hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced menorrhagia ("her heavy bleeding and having period for over half the month"), furuncle ("boil under my collar bone for year"), anxiety ("anxiety"), painful joints ("pain in my joints I my right hand and foot"), joint swelling ("joint swollen"), abdominal distension ("swollen stomach / swelly belly"), pain in extremity ("foot is in so much pain"), panic attack ("panic attack"), pain sacroiliac ("si joint pain"), skin striae ("strech marks") and fatigue ("always feeling tired") and was found to have the first episode of weight decreased ("was down about lbs at 2weeks post op/ I dropped from 16 to ten") and the second episode of weight decreased ("was down about 6lbs"). The patient was treated with surgery (full hysterectomy leaving ovaries/e-free today). Essure was removed in november 2015. At the time of the report, the medical device removal, menorrhagia, painful joints, joint swelling, abdominal distension, pain in extremity, panic attack, pain sacroiliac, skin striae and the last episode of weight decreased outcome was unknown, the furuncle had not resolved, the anxiety was resolving and the fatigue had resolved. The reporter considered abdominal distension, anxiety, fatigue, furuncle, joint swelling, medical device removal, menorrhagia, pain in extremity, painful joints, panic attack, skin striae, the first episode of weight decreased, pain sacroiliac and the second episode of weight decreased to be related to essure. Amendment: the report was amended for the following reason: this is deletion case all the refrences are being transferred from retention case 2015-466152.social media comment received. New event " always feeling tired" was added. Outcome of event " furuncle" was updated to not recovered. New reporter added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal - hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("her heavy bleeding and having period for over half the month") and furuncle ("boil under my collar bone for year"). The patient was treated with surgery (full hysterectomy leaving ovaries/e-free today). At the time of the report, the medical device removal, menorrhagia and furuncle outcome was unknown. The reporter considered furuncle, medical device removal and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Her heavy bleeding and having period for over half the month, she have one under her skin by collar bone for year boil. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event " her heavy bleeding and having period for over half the month, she have one under her skin by collar bone for year" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal - hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced menorrhagia ("her heavy bleeding and having period for over half the month"), furuncle ("boil under my collar bone for year"), anxiety ("anxiety"), painful joints ("pain in my joints I my right hand and foot"), joint swelling ("joint swollen"), abdominal distension ("swollen stomach / swelly belly"), pain in extremity ("foot is in so much pain"), panic attack ("panic attack") and pain sacroiliac ("si joint pain") and was found to have weight increased ("was down about lbs at 2weeks post op/ I dropped from 16 to ten"). The patient was treated with surgery (full hysterectomy leaving ovaries/e-free today). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, menorrhagia, furuncle, painful joints, joint swelling, abdominal distension, pain in extremity, panic attack and pain sacroiliac outcome was unknown and the anxiety and weight increased was resolving. The reporter considered abdominal distension, anxiety, furuncle, joint swelling, medical device removal, menorrhagia, pain in extremity, painful joints, panic attack, weight increased and pain sacroiliac to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal.her heavy bleeding and having period for over half the month, she have one under her skin by collar bone for year boil, anxiety. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Reporter were added. Outcome of event "weight gain" updated to recovering/resolving from unknown.fu 05, 06,07,08,09 and 10 was processed together. On 20-mar-2020: no new information were added.fu 05, 06,07,08,09 and 10 was processed together. On 20-mar-2020: social media was received. Event added- si joint pain.reporter information were added.fu 05, 06,07,08,09 and 10 was processed together. On 20-mar-2020: social media was received. Reporter were added.fu 05, 06,07,08,09 and 10 was processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysterectomy leaving ovaries/e-free today') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery done via total hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.